Event description:
Patient has worn this lens type successfully for approximately 2 years, first on a daily wear basis, then 7-day continuous wear, and then on a 30-day continuous wear basis. There is no history of any problems prior to this event. After 11 days of continuous wear with the lens, the patient presented with a red and irritated right eye. The patient indicated that their right eye had been bothering them, was itching and red, and pt had removed their lenses the previous day. The pain increased upon lens removal. There was no foreign body sensation. The patient was diagnosed with a corneal ulcer o.d. Approximately 2mm. In size and paracentral, 2 mm. Nasal off center. A culture was not done. The doctor reported the cornea healed with a residual stromal scar. Va returned to baseline during the day. However the doctor indicated there is a halo effect in the evening when the pupil is dilated.